Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation / atrial flutter (af/afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf). The patient experienced a cardiac tamponade (CT) and cardiac arrest requiring resuscitation but ultimately passed away. It was reported that during the case, the patient experienced a steam pop injury. The injury was discovered when the physician was ablating along the cti line and audibly heard a steam pop. The physician then used the intracardiac echocardiography (ice) soundstar catheter and confirmed an effusion. They also stated that the patient's blood pressure began dropping. A pericardiocentesis was done on the patient to drain blood and blood drained was being returned to the patient. They stated that they do not know the exact amount of fluid drained, but it looked like "more than normal" to them. Cardiopulmonary resuscitation (CPR) was then administered to the patient, on/off as they were coding. Epi was given. A second pericardiocentesis was done and blood was being returned to the patient. Shocked the patient, patient did not revive they stated that during this time is when the patient passed away. In physician¿s opinion, the cause of death was the steam pop. They stated that an stsf catheter, a webster cs catheter, a reprocessed soundstar catheter, and an octaray catheter were used in the case. Only the stsf catheter is available for return. They stated that the physician is unsure why a steam pop happened as there were no signs of abnormal behavior from any of the equipment. The lot number is unknown as the packaging was thrown out. An stsf ablator was used. The adverse event occurred on (B)(6) 2023, during use of bwi products. The patient did not require extended hospitalization because of the adverse event. Force visualization features used were graph, dashboard, and vector. Visitag module was used, parameters for stability used was respiration adjustment; max range = 2.5mm; min time = 3s; fot = 25% @ 3g. There was no additional filter used with the visitag. Tag index was used. Transseptal puncture was performed, a brk needle was used. Prior to noting the pericardial effusion (pe) or CT, ablation was performed. There was evidence of steam pop. The event occurred during the ablation phase. Irrigated catheter was used in the event, the flow setting was 2 ml/min standby or mapping; 8 ml/min 30 watts or less; 15 ml/min above 30 watts. The steam pop occurred after the pulmonary vein isolation (pvi) went back to the right side to create a cti line. Generator and catheter being used during the procedure was smartablate and stsf. The noted temperature, impedance, and power was during ablation: 23c, 100 ohms, 50 watts. Length (minutes and seconds) of the ablation cycle when the pop was observed at the same tip position was 10.7 sec. No errors reported by the biosense webster systems. Steam pop was assessed as not MDR reportable as steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon. All deaths where bwi/FDA approved ¿ ce mark devices are involved are MDR reportable.